Event description:
During implantation of the ventricular assist device, the surgeon found it difficult to connect the atrial cannula to the ventricular assist device blood pump. Gross leakage of the blood was observed from the connection between the cannula and the ventricular assist device, which was resolved by sealing the area with bone wax. Two days later, the pt's oxygen level dropped and an echocardiogram showed air in the right ventricle and pulmonary arterial cannula. The next day the pt's pupils were fixed and dilated. Pt was taken off ventricular assist device support and died.